Event description:
Inner sheath (ceramic break) was damaged during case. Instrument was ok on arrival, but the tech noticed piece broken off when he cleaned the instrument. Though this event report was completed two days after the event, it was marked no harm, and was not clear that nurse was suggesting a possible foreign body left in the pt as a result of a broken instrument. The dept mgr called the doctor and altered him to the fact that this was a possibility today (two weeks later), which was then reported to the surgeon to share with the pt. Instrument was not sequestered, probably in the hands of the sales rep.